Manufacturer narrative:
The association between the coopervision device and the adverse event cannot be confirmed.

Event description:
It is reported tha the patient was diagnosed with an eye infection while vacationing out of the country and was prescribed eye drops. On returning home the patient was seen for medical treatment after waking with redness in the right (od) eye. Biomicroscopy was completed and revealed epithelial staining and an inferior corneal scar. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.